Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. D4: UDI: product made prior to UDI compliance date. UDI not required. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a breast augmentation revision surgery with implantation of a 350cc mentor memorygel breast implant prosthesis. Post-operatively, the patient was diagnosed with a ruptured right breast implant using magnetic resonance imaging. As a result, the patient underwent bilateral removal and replacement with undisclosed mentor breast implants on (B)(6) 2025.

Manufacturer narrative:
On april 09, 2025, the mentor analysis lab received the suspect medical device for evaluation. On april 11, 2025, mentor completed an evaluation on the returned device. Mentor conducted visual inspection of the device. Visual analysis of the returned device revealed that the breast implant had two tears, one (tear a) on the anterior view, and a second tear (tear b) on posterior view, measuring approximately 1.2 cm, and 0.5 cm, respectively. These findings are consistent with normal wear of the device. Shell abrasion suggests in-vivo folding or creasing of the device, which may be caused by continuous and sustained stresses to the device, such as an excessively small breast pocket or the folding or wrinkling of the shell within the breast pocket. In some cases, breast implants may also experience normal wear over time. On april 16, 2025, mentor received the following additional information: in addition to the rupture, the patient was diagnosed with bilateral capsular contracture (baker grade ratings were not provided). As a result, the patient underwent bilateral removal and replacement with 300cc (left-sided) and 350cc (right-sided) mentor memorygel breast implants during the revision surgery. Furthermore, during the surgery, a ruptured left breast implant was discovered. Reason for device explant and/or reoperation: capsular contracture. As an event for the contralateral side was indicated, another file was generated to document the event. This report is for the right breast prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On april 28, 2025, mentor was notified that the baker grade (bg) ratings were bg IV, bilaterally. On may 09, 2025, mentor recompleted the evaluation of the device per the newly reported information with the following addition: updated device evaluation: regarding the reported capsular contracture condition, there are not enough details to determine the factors that may have caused this condition. Capsular contracture in the patient¿s breast might be the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Further, capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Manufacturer¿s reference number: (B)(4).